Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the patient needed an MRI of the head. The healthcare provider (hcp) reported the programmer would not work, it wouldn't turn the ins off. The agent offered to help troubleshoot over the phone - the hcp declined and requested a manufacturing representative (rep) meet with the patient for troubleshooting. The caller was warm transferred to the national answering service. In a separate call a nurse called and was working with the patient to do ahead MRI but caller says that the MRI department tried to connect to the patient's ins for MRI mode and was unable to do so. Caller was unsure of what the remote said when the MRI team tried to connect with patient's implant but thought it said something about "data" in the message. Patient last remembers having therapy about 2 years ago. The agent reviewed having the MRI team call back to clarify what the remote said and so they can review MRI guidelines as the caller was confused about the situation and how to pr oceed. Another call was received in which the caller stated that on tuesday they were trying to put patient into MRI safe mode and they were seeing a message on the patient programmer that said 'loss of data'. Agent reviewed this is most likely por message 'data lost' and reviewed reasons for message. The caller was not with the patient at the time of the call. The patient was redirected to their healthcare provider to further address the issue. The patient representative called back requesting MRI guidelines. Caller repeated information that the patient attempted to access MRI mode and saw the message data lost. Caller informed that the patient needs MRI of the brain. Agent redirected to hcp to discuss options. Agent offered to email MRI information. Technical services redirected caller to the hospital to page a rep to interrogate the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.